Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited thresholds of 2.4v and loss of capture while the patient was experiencing atrial fibrillation (af). This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.